Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was implanted with two partial recaptures. The device had a complete seal and criteria for release was met. Upon release, the closure device shifted/tilted to produce a larger mitral shoulder than originally assessed for release. The device was re-measured and found to have similar compression to prior release but had more shoulder in two views on transesophageal echocardiogram. The following morning, device placement was reassessed via x-ray. The device appeared unchanged from the previous day. No adverse events were noted and the patient was discharged.